Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) was not completely inside the shaft. He plug was not found partially deployed or partially out of the shaft. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and unknown vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The plug did not fall out of the exoseal vcd shaft upon removal from the patient. The plug was not found partially deployed or partially out of the shaft. The plug was not completely inside the shaft. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site had no visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure used a retrograde approach. The physician had achieved certification on the use of exoseal vcd. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 7f exoseal vascular closure device (vcd) was not completely inside the shaft. The plug was not found partially deployed or partially out of the shaft. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and unknown vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The plug did not fall out of the exoseal vcd shaft upon removal from the patient. The plug was not found partially deployed or partially out of the shaft. The plug was not completely inside the shaft. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site had no visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure used a retrograde approach. The physician had achieved certification on the use of exoseal vcd. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18369899 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " vascular closure device (vcd) deployment difficulty unable" could not be confirmed. Procedural, handling, and/or patient factors may have contributed to the reported event. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.